Manufacturer narrative:
Follow up information received on 30-oct-2015: device breakage with essure questionnaire received. Patient was (B)(6). Essure was inserted on (B)(6) 2015. Device breakage was diagnosed during placement. The delivery catheter broke, green release catheter. The instruction for use were followed. It was not medically necessary to remove essure, so it was not removed. Broken pieces were retrieved from uterus. There was no injury for the patient, but it could led to serious injury under less fortunate circumstances. Patient was recovered. Device was not available for return. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, the green sheath and the gold band detached and were in the fallopian tube. Physician removed the green sheath but the gold band remained in the tube. It was later informed that patient has recovered. This event, regarded as breakage of essure catheter, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician experienced a deployment issue (catheter would not detach) and handling issue (device unwound) during the procedure. This suggests a difficult insertion, which may have contributed for device breakage. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that there is no relationship to a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 10-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: button difficulty is defined as an event in which the physician is either (1) unable to successfully depress the button after performing rollback to the initial hard stop due to very high resistance, or (2) able to successfully depress the button after rollback to the initial hard stop, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a button difficulty event. The most likely root causes are the physician failed to fully complete initial rollback to the hard stop location, or a component inside the catheter handle has suffered deformation and is restricting movement of the button. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a button difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue and a usability issue. No medical events were reported at this point in time. Not batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship to a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, the green sheath and the gold band detached and were in the fallopian tube. Physician removed the green sheath but the gold band remained in the tube. This event, regarded as breakage of essure catheter, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician experienced a deployment issue (catheter would not detach) and handling issue (device unwound) during the procedure. This suggests a difficult insertion, which may have contributed for device breakage. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that there is no relationship to a quality defect. Follow-up information will be requested.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion. The hcp (health care professional) was placing an essure device on (B)(6) 2015, and the delivery catheter would not detach, and the device unwound. The green sheath and the gold band detached and were in the fallopian tube. The hcp was able to remove the green sheath, but the gold band remained in the fallopian tube. He was able to successfully place a device in the other tube. Follow-up information received on 01-oct-2015: onset date of event and insertion procedure date were updated to (B)(6) 2015. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, the green sheath and the gold band detached and were in the fallopian tube. Physician removed the green sheath but the gold band remained in the tube. This event, regarded as breakage of essure catheter, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician experienced a deployment issue (catheter would not detach) and handling issue (device unwound) during the procedure. This suggests a difficult insertion, which may have contributed for device breakage. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.